Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient's lead was infected. The lead was explanted. Further information was requested but not received.